Event description:
It was reported pins within the transmitter cable were damaged resulting in a complete loss of navigation functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and placed a transmitter cable on order, but no conclusion can be drawn as repair info is not available.